Manufacturer narrative:
A siemens customer care center (ccc) specialist was contacted by the customer. The ccc assisted the customer in performing troubleshooting. The customer bleached the vent and sample ports, aligned integrated multisensor technology (imt) and imt probe, primed imt probe twenty times, performed check_1 (within range). The customer reset the instrument and ran calibration, which was in range. The customer ran quality control (qc), which was above range. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse inspected the rotary valve, which was good. The cse ran imt alignment and dil_check, which failed. The cse replaced the standard a and standard b salt bridge. The cse re-ran dil_check, which was in range. Qc and sample correlation were ran, resulting in range. The cause of the discordant, falsely elevated sodium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) results were obtained on multiple patient samples on a dimension vista 500 instrument. The initial results were released to the physician(s) for sample ids: (B)(6). The customer repeated the same samples on their alternate dimension vista instrument. The customer reported out the repeat results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium results.